Event description:
It was reported that the lead was capped and replaced due to insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes low hv lead impedance was observed. Lead fracture was suspected. Patient was asymptomatic.

Manufacturer narrative:
All information provided by maufacturer. Maude report (B)(4) was received.